Manufacturer narrative:
The procedure was performed with an evac wand, catalog no. Eic5872-01, and a coblator ii controller, catalog no. Ec8000-01. Medwatch report 2951580-2007-00045 contains the report for catalog no. Eic5872-01 lot number (unknown). The coblator ii controller was returned for investigation. The controller was tested according to arthrocare's test procedure which includes a visual inspection, checks of the default and maximum set points at specific resistance values, checks of the open circuit output voltages, check of the coagulation open circuit output voltage, checks of the maximum loaded voltage, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests.

Event description:
In 2007, a clinical incident involving a coblator ii controller was reported to arthrocare corporation. During a tonsillectomy and adenoidectomy procedure, the patient sustained a u-shaped lesion (white in color) to patient's lip and mouth. The severity and size of lesion was not recorded and cannot be confirmed. The lesion was treated with topical cream. The lesion sustained four months earlier is completely healed.